Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarms a constant tone even after removing the batteries and reinserting them. The patient's blood glucose level was unknown at the time of the call. The customer was informed to insert new batteries and to monitor the issue. The customer called back stated that the new batteries did not resolve the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to verify the audio/beep anomaly due to the blank display. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.